Event description:
Through legal claim it is alleged that subsequent to the primary surgery the pt suffered. Synovitis and pitting of the dome patella. Pitting and delamination of polyethylene insert on the medial and lateral sides. Metal components also loosened. Required revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.